Event description:
It was reported that the right ventricular lead exhibited noise. The lead was programmed to fixed sensitivity and still continued to exhibit noise. The lead was capped and replaced on (B)(6) 2017. The patient was stable during and after the procedure.